Event description:
The customer reported erratic ion selective electrolyte (ise) results for sodium (na), potassium (k), chloride (cl), carbon dioxide (co2) and/or calcium (ca) involving the au680 clinical chemistry analyzer. The sample was reanalyzed on an alternate instrument and the results did not correlate to the original values. No erroneous results were released out of the laboratory. There was no patient impacted associated with this event. A beckman coulter field service engineer (fse) was on site and noted elevated initial ise values but reanalyzed results were within range. The fse instructed the customer to replace all ise electrodes. As a proactive measure, the fse replaced the mix motor, pinch valve, reference valve, electrode cables and ise control board. The fse verified system operation and performed calibrations and quality control (qc); all results were within specifications. The instrument was returned to normal operation.